Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. A temporary communication error between bind processor and at-mega processor occurred which caused the described complaint.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged she attempted to test on the compact plus device and could not because it did not have power. Reporter stated that her husband took her to the emergency room because she had hyperglycemic symptoms. Reporter stated that she was observed overnight in the hospital, a 502 mg/dl result was obtained on the hospital system and she was placed on lantus insulin. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.